Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative(fsr) evaluated the device onsite and discovered that the 02 (oxygen) inlet filter of the 3100 a ventilator had a defective gasket. The gasket was replaced and performance check was completed. The unit performed to factory specification. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that there is an air leak around the water trap in the 3100a ventilator. At this time, there is no information regarding patient involvement associated with the reported event.